Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a device evaluation. Correction to h6 problem code of the initial medwatch. The device was returned to olympus for inspection, the reported event was confirmed. The evaluation found a defective charged coupled device holder and the plug unit cable damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defective charged coupled device (ccd) chip holder assembly (r-unit). Olympus will continue to monitor field performance for this device.

Event description:
The event occurred after a coelioscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information based additional information. Section b5 was updated.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope displayed a purple image. It is unknown when the issue was found. There were no reports of patient harm.